Event description:
User experienced a change in all previous stored calibration factors during system operation which affected all results. No actual pt data was provided. No erroneous results were reported. If additional information is received, appropriate notification will be provided.